Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side implant deflation. Device has been explanted.

Event description:
Patient reported right side implant deflation. Device has been explanted.

Manufacturer narrative:
Additional data: d.10., g.1., h.3., h.6. Device evaluation: visual analysis of the returned device identified: flat creases, void >1 mm in non-textured and one curved opening. A leak test and microscopic analysis was performed which identified: one opening sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening in the side anterior assessed as unidentified (tear) opening.